Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue.